Manufacturer narrative:
Intuitive surgical inc. (Isi) received the axes controller platform (acp2) for failure analysis investigation. The unit was analyzed and in the logs report, error 32101 was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed on a golden system for additional testing, performance program process into system no problem so far, started up the system power on and where the failure was again successfully replicated error 32101 show up after system boot.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered a recoverable fault 32101. The tse reviewed the system error logs and confirmed the occurrence of error 32101 on the axes controller platform (acp)2. The user performed a hard power cycle on the system, but the issue persisted. The user converted the procedure to another dv system. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp 2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .